Event description:
It was reported that the active blade of the device fell off during the procedure inside the patient and then was retrieved successfully. The case was completed with a like harmonic device. No patient consequence.